Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged. During the rv lead re-position procedure, the implantable pulse generator (ipg) ventricular and atrial connector screw were completely out (remained on the screwdriver). The ipg was explanted and replaced. The rv lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.